Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement procedure to cover new pain areas. The patient was doing well postoperatively. No device malfunction was suspected. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient will undergo a revision procedure for unknown reason.